Event description:
It was reported that during pre-operative preparation for use the bearing beads fell out. There was no patient involvement in this event.

Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of bearing beads fell out has been confirmed. The likely c ause was found to be corrosion. It was also noted that the bearings were fractured and could not run temperature test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.